Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed a yellow collecting wave. A boston scientific company representative provided troubleshooting steps, but the issue persisted. There were no adverse patient effects reported. The communicator remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed a yellow collecting wave. A boston scientific company representative provided troubleshooting steps, but the issue persisted. There were no adverse patient effects reported. The communicator remains in service. According to the field representative, the issue was related to a typo in the serial number of the device. Afterwards the typo was fixed, and the issue was resolved.